Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check loss of sensing and capture on the ra lead was noted. An x-ray was performed and it was noted that the lead was dislodged due to patient being a twiddler. The device was programmed to vvi since rv sensing and capture were fine at the time.